Event description:
The advocate stated the customer received blood glucose readings of 300 and 300mg/dl from his contour link and a reading of 89mg/dl from another meter.the difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the advocate insisted that meter be replaced.new meter was sent. Strips are not expected to be returned.

Manufacturer narrative:
Initial reporter information was not provided.